Event description:
The product was used during a laparoscopic assisted vaginal hysterectomy procedure. Reportedly, bleeding occurred at the staple line. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
11/13/1998- supplemental report sent to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6.